Manufacturer narrative:
All instruments subject to the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the evolution transfer carriage. While onsite, the technician was informed that the customer had installed two new evolution sterilizer's with new transfer carriages. During the reported event, the employee used a new transfer carriage to unload instruments from an older sterilizer. As the employee was pulling out the load from the sterilizer, the transfer carriage detached from the docking station causing the transfer carriage to tip over and fall. After inspecting the units, the technician determined that the new transfer carriage did not align (in height) with the older sterilizer causing an insufficient latch. The technician realigned and adjusted all of the transfer carriages to match all of the sterilizers. No additional issues have been reported.

Event description:
The user facility reported that an employee was injured while operating an evolution transfer carriage. No medical treatment was sought or administered, the employee returned to work. No procedure delays or cancellations were reported.